Event description:
The pt reported an 04 (occlusion) error on her infusion device. The pt was instructed to disconnect from her infusion tubing and to bolus and the device occluded. The pt was instructed to attach a new infusion tubing to the device and it occluded. After troubleshooting it was noticed that the pt's infusion device was making a noise not associated with the normal "running" sound of the device. She stated that the piston rod had not been changed in a very long time. The pt was instructed to run an "empty prime" and the device made a louder sound and was making a "pinging bizarre" noise. The pt stated that she did not have a backup infusion device. No physiological effects were reported. The pt called back on 4/11/07 to see when her replacement infusion device would arrive and she stated that she voluntarily went to the hosp in 2007, for injection therapy until the replacement device arrives. She stated that "the usual injection doesn't work for me." The pt did not report any physiological effects since admission to the hosp. Product was replaced and requested to be returned for evaluation.